Event description:
(B)(4) was provided by unison. I have fibromyalgia, arthritis, migraines, painful menstruation, lower hip and back pain, upper back pain, shoulder and neck pain, numbness and tingling in arms and fingers, leg and knee pain particularly on the left side, feet and leg burning, depression anxiety, painful sex, acid reflux, heartburn, constipation, hair loss, mood swings, stomach pain, excessive gas, repeated uti and rs, kidney and bladder infections, rash, uterine fibroids and inflammation, gallstones, complications with wisdom teeth abstraction, nodules on my thyroid gland, inflammation in my legs and feet, and teeth sensitivity.